Event description:
A pt returned to the ccu, coronary care unit, from the cardiac or with a chest connected to the atrium pleurovac dry suction unit. The pleurovac did nto have any water in the water seal chamber. There was no harm noted to the pt.